Manufacturer narrative:
(B)(4). Date sent: 7/26/2018. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the tip of the device blade broke and came away from blade. It was extracted by a grasper, so it was no problem for the patient. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r92w5m. The device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. Also, it was returned with the blade tip intact and not broken off as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.